Event description:
During outreach call, customer's mother reports that insulin pump is functioning well. She states that insulin pump would alarm that it has gone into threshold, but it would be false. It is reported that customer's blood glucose has been between 250 mg/dl and 280 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).